Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During the procedure it was found that the left-ventricular (lv) lead and the right-atrial (ra) lead exhibited high capture thresholds and high pacing impedances. As a resolution the ra lead and lv lead were explanted and replaced on (B)(6) 2024. There were no patient consequences, and the patient was stable.